Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent an olif at l1-l5. At the time of inserting the cage at l3/l4, the posterior segment of the cage cracked and the cage was disengaged from the inserter. The inserter was removed to the outside of the operative field and a tiny fragment (0.2 mm thickness, 5 mm square) was found to be adhered to its threads. The physician judged that there would be "no problem with the cage", and decided not to remove it. The surgical time was not extended due to incident. The physician commented that he "would have twisted and hammered the cage a little too much". No patient complications have been associated with the event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.